Manufacturer narrative:
The t:slim g4 user guide states: ¿your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an auto-off alarm occurred. Reportedly, the customer was asleep when the alarm occurred. It was confirmed that the customer did not interact with the pump, which led to the auto-off alarm. The customer's blood glucose level was 203 mg/dl. Tandem technical support educated the customer on the reason for the alarm and suggested for the customer to consult with health care provider before modifying the setting; the customer acknowledged.